Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A doctor reported rainbow glare occurred in both of a patients eyes during a lasik procedure. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Review of the logfiles for the day of treatment showed no errors or relevant warnings that could contribute to the reported event. During start-up of the system, the vacuum, the energy and the ablation tests were performed without any issue. The logfile review showed all treatments were successfully finished. The energy was stable during the treatment day. No relevant deviation between planned and performed energy was detectable for the treatments. The user operated surgeries with recommend energy setting. A technical root cause could be excluded. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).